Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavour resolute rx coronary drug eluting stent was intended to be used to treat a moderately calcified and severely tortuous lesion located in the mid circumflex artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed, with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device <(>&<)> it was not possible to get through the lesion. It was reported that stent deformation occurred in-vivo during positioning. The procedure was completed using a non-medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.